Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer stated that the pump was beeping and there was a black circle on the screen. It was reported that the customer could not clear the alarm. Customer does not recall if the pump had gotten wet or bumped. Customer's blood glucose level was 145 mg/dl. Customer removed the battery from the pump for 30 minutes and when he called again, the error had returned. Insulin pump was replaced. No further details given.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a broken belt clip slot and a missing end cap sticker.